Event description:
It was reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer had not removed air from cartridge, so technical support explained proper steps for removing air before filling, customer acknowledged instructions, declined to load new cartridge, and chose to continue using current cartridge.